Event description:
It was reported, the duodenovideoscope forceps elevator was broken. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, d9, e2, e3, g2, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and based on the results of the investigation, the event could not be confirmed, the presumed cause could not be identified, and a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: operation manual, chapter 3, 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic stone removal procedure. The procedure was completed using a similar device.